Event description:
It was reported that the physicians are alleging that the smartseal introducers are not tearing along the perforation lines during removal. As they split the sheath after catheter placement, the sheaths are not following the "tear line" on the sheath. They are splitting roughly causing the physicians to have to work the sheath out and cut it with a scalpel. There have been no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.